Event description:
A 4.0mm diameter x 12mm length s670 over-the-wire stent delivery system was inserted into the proximal circumflex coronary artery. It was not possible to cross the target lesion due to the vessel tortuosity. Therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal of the stent delivery system, the physician was unable to align the guide catheter coaxial at the femoral sheath. Consequently, the stent dislodged from the stent delivery balloon when it was pulled into the guide catheter at the sheath. There were no attempts to retrieve the undeployed stent. The stent remains in the patient's leg. The target lesion was treated with another manufacturer's stent. The patient was reported to be fine post procedure and there are no additional clinical sequelae reported relative to the event.